Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at the time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-81478.

Event description:
The customer stated that he was hospitalized due to low blood glucose levels. The customer stated that his blood glucose reading was 46 mg/dl once he came to. The customer had changed the infusion set two days prior to the event. The customer also reported that he lost his current transmitter. Nothing further was reported.